Event description:
Please be informed that depuy synthes noted a potential adverse event regarding a non?synthes product. The event also involved a depuy synthes product and was recorded as complaint file (B)(4). We have satisfied our reporting requirements and are providing notice regarding the following manufacturer noted in the event description below: southern spine patient underwent anterior cervical discectomy and fusion (acdf) at c5-c7 on unknown date with southern spine's products for pain. Patient continued to experience pain and underwent cervical disc arthroplasty (cda) with prodisc-c at c4-c5 on unknown date. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).